Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when inflating a pta balloon to 22 atm, the balloon allegedly was unable to inflate to the desired pressure, not exceeding 20 atm. It was further alleged that an attempt to inflate the balloon to 12 atm was successful. Reportedly, upon removal, damage was found. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: the device was returned for evaluation. The device was inflated with water, and water was seen exiting the device at the proximal balloon butt joint. The device was unable to be fully inflated. Upon closer examination, a partial break at the butt joint was identified. Therefore, the investigation is confirmed for a break at the butt joint as well as confirmed for the reported inflation issue. The partial break at the glue butt joint resulted in the inflation issue. However, the definitive root cause for the partial break could not be determined based upon available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when inflating a pta balloon to 22 atm, the balloon allegedly was unable to inflate to the desired pressure, not exceeding 20 atm. It was further alleged that an attempt to inflate the balloon to 12 atm was successful. Reportedly, upon removal, damage was found. There was no reported patient injury.

Event description:
It was reported that when inflating a pta balloon to 22 atm, the balloon allegedly was unable to inflate to the desired pressure, not exceeding 20 atm. It was further alleged that an attempt to inflate the balloon to 12 atm was successful. Reportedly, upon removal, damage was found. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The previously submitted emdr inadvertently left blank. The date on the emdr should have been reported as 05/14/2018. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.